Event description:
Boston scientific received information that that this patient's home monitoring system transmitted a high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was detected. The patient was evaluated in clinic, and there was a gradual increase in the shock lead impedance measurement over the last year from 65 ohms to 124 ohms. Some values were now > 125 ohms. Boston scientific technical services (ts) was consulted and further testing was done, and it was discussed there may be a distal coil issue. However, best test of the system would be 1.1 j and maximum energy synchronized, commanded shocks. The plan was to monitor. Another remote transmission was then received for the same observation. It was reported that the physician requested to see the patient in the clinic again to discuss options with the lead. At this time, the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was that the observation of high, out of range, shock lead impedances continues, and at this time the plan is to monitor. There have been no adverse patient effects reported.

Event description:
Additional information was received that the shock lead impedance measured greater than 135 on remote monitor transmissions, as well as, in the clinic. Therefore, surgical intervention was performed where the lead was disconnected from the device and reconnected. The shock lead impedance values were then within normal range. However, the physician chose to implant a new right ventricular (rv) lead, and this right ventricular (rv) lead was surgically abandoned. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was later explanted due to reasons that were not related to this event. See MFR report #2124215-2015-12191 for information on why the device was explanted.